Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. Upon device interrogation, it was noted that the patient received shocks as a result of rv pace/sense lead noise. The patient was asymptomatic prior to the delivery of the inappropriate therapies. The noise was present on real-time electrograms. Both the high voltage and pace/sense leads were capped and replaced on (B)(6) 2018. The patient was fine before, during and post procedure.